Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) received one photograph of a device. The photo depicts two used devices inside a bag. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there was no assembly component related condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical prostatectomy, they opened a balloon but it did not inflate a second device was opened but the same issue occurred. The case was completed by the third device. The surgical time was extended by more than 30 minutes due to the product problem. The incision of the patient was also extended by more than 1 inch.